Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent right ureteral stent placement on (B)(6) 2012 due to ureteral calculus. It was reported that patient underwent right ureteral stent removal, cystoscopy, stone basketing and retrograde pyelogram on (B)(6) 2013 due to ureteral calculus. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.